Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. After plain old balloon angioplasty was performed, a 2.25 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, advancing difficulties were encountered. The device was removed and it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.